Event description:
It was reported that the patient states that she has had pain since the surgery. She ambulates with crutches. Patient also stated that she will need revision surgery.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left stryker knee. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.